Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of 590 mg/dl and high ketone levels. Customer was treated with intravenous insulin and fluids. Customer was released from the hospital on (B)(6) 2020 with no permanent damage. Reportedly, the pump did not function as intended. The pump supplies were changed in attempt to resolve the reported issue. The customer reverted to manual injections for insulin therapy. Customer declined further troubleshooting with tandem technical support.